Event description:
Pt reported experiencing elevated blood glucose 700 mg/dl (normal=150 mg/dl). Pt attempted to self-treat by administering a bolus. Pt stated the device occluded; they changed the infusion set, adapter, cartridge, and batteries and device seemed to work properly. Pt began feeling ill throughout the night. The pt was taken to the ER in 2005; they were placed on an insulin drip. Pt was admitted, the device was removed and they were given insulin via shots on a sliding scale while continuing the insulin drip. The blood glucose remained in the 200-250 mg/dl range; pt was released in 2005. Pt stated the piston rod and adapter were over 1 year old, which is longer than recommended. Pt switched to new device when they came home.